Manufacturer narrative:
The clip was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for cardiac tamponade, tissue damage, prolonged hospitalization and surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. It was noted flail. The clip delivery system (cds) was advanced to the mitral valve, and the clip was successfully deployed. One clip was implanted, reducing mr to 1. However, then the patient was transferred to the coronary care unit and became cardiac tamponade. The clip was stable on both leaflets. The patient remained hospitalized and was treated with open heart surgery for mitral valve replacement. Additionally, a heart patch was applied because a perforation of the ventricle was observed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported cardiac tamponade and unspecific tissue injury could not be determined. The reported patient effects of cardiac tamponade and unspecific tissue injury are listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization, surgical intervention, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.